Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. PMA/510(k) number k011028 & k013227.

Event description:
It was reported the mount of the implant was not inside the inner package. The implant turned upside down. Doctor finished the procedure placing other implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative one impl tapered scr-v ha 3.7 mm 3.5mm 10mm was returned for investigation. Visual inspection of the as returned product identified that the vial is empty of the implant mount and only included implant. The cap/seal was already opened. The reported event could not be recreated due to the nature of the dental device and event (packaging issue). Device hsitory record (DHR) review was completed for the subject lot number 1229115. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event using keyword 'incorrect component quantity' and no other complaint was identified. Post market trending was reviewed and there were no actionable trends or corrective actions for the reported device and event. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. As the packaging was already opened, the circumstances of device delivery could not be recreated.